Event description:
Additional information was received. It was reported the incident occurred 2012-(B)(6). The catheter was returned and analyzed. The patient outcome was reported as no patient complications. The system was used to deliver morphine (infomorph).

Event description:
It was reported that the patient's catheter had an occlusion. It was not possible to aspirate liquid from the side-port or flush liquid through the side-port. After disconnecting the catheter, liquid came out and it became possible to flush liquid through it. However, after reconnecting it to the pump, it wasn't possible to aspirate liquid from the side-port again. The catheter connector was then changed and it became possible to aspirate and flush the catheter. The drug used in this system was morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4): additional information: analysis of the catheter segment found a circular indent in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. The indent was located completely in the silicone material of the cup of the sc connector. This indicated the connection between the sc connector and the pump's outlet port very likely was occluded.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# unknown. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.